Event description:
It was reported that the patent expired. The patient was last seen in the clinic in 2008. The patient had metastatic colon cancer. The pump contained morphine sulfate 5 mg/ml and bupivicaine 14 mg/ml at an infusion rate of 0.649 ml. The cause of death was not reported; it was reported to be unrelated to the implanted system.